Manufacturer narrative:
(B)(4).

Event description:
The patient reported an elective replacement indicator (eri) message. There was dissatisfaction with the longevity as the patient reported being told it would last 6-8 years before seeing this. Relevant medical history included lumbar radiculopathy and spinal pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.